Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch delica lancets do not fit into a phoenix lancing device. The complaint was classified based on the customer care advocate (cca) documentation and this medical surveillance specialist listening back to the call. The cca was advised by the patient this lancet issue occurred last year, the patient told the cca as the lancets would not fit into the lancing device, he had to get a 3rd part to stab his finger with the needle, as he only had one hand. The patient stated he manages his diabetes with insulin (self-adjuster). The patient confirmed that he did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The patient claims he developed symptoms of "nerve damage" after an unknown time after the product issue. The patient told the cca that he has been advised by his hcp during a doctors office visit , he should have surgery on his fingers. No other device was used. At the time of troubleshooting, the cca walked through troubleshooting and found the patient was using delica lancets with a competitors lancing device. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.